Manufacturer narrative:
B1-updated. B5-updated info: on (B)(6) 2021 the lens was removed and replaced with a longer lens. The problem is resolved. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).